Event description:
Watt spikes. Vad param wnl, hx showed pi events, 2 sxn event. W/h antihypertens and diuretics 24 hrs. Volm loss could cause low bld press.pi press and pwr incr. Speed decr. To 9000 rpm. Pt better in f/u on day after d/c.